Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the device and found that the anchor body and screw both have a fractured and a piece of the screw implant has fractured off in the anchor body, the inserter assembly tip is bent. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for investigation but evaluation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the implant broke when inserting. There was no harm or injury to patient and no reported delay. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.